Event description:
Boston scientific received information that this right ventricular (rv) lead was being electively explanted. During the procedure, the tip broke off. The broken tip was situated in the superior vena cava (svc) and was left in place per the physician's recommendation. This lead was electively replaced with a new rv lead. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body.